Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 401 mg/dl. The current blood glucose was 341 mg/dl. Customer also reported that, the insulin pump had power error detected alarm. Customer reported that, the insulin pump has not been exposed to temperatures below 4 degree celsius. The notification light keeps flashing. Based on customer report customer does not allege pump was under delivering. Customer treated high blood glucose with insulin shot. Customer proceeded troubleshooting for her high blood glucose. Assisted with performing the high pressure test which was passed. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.